Event description:
The customer reported to olympus, the visera 4k uhd xenon light source displayed error code e116. The issue was found during an unspecified procedure and recovery was achieved by turning the power back on. The procedure was completed using a similar device. There were no reports of patient harm. Related patient identifier: (B)(6) to capture model otv-s400/sn: (B)(6). Related patient identifier: (B)(6) to capture model ch-s400-xz-eb/sn: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported error code was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.